Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on june 13th reported she was still having problems with not being able to hold her water. The patient mentioned since the previous call she saw the healthcare professional (hcp) who adjust the ins, but they didn't know what he did. The patient stated she was on program 2 on 2.6 v. The patient noted if they went up any higher it hurt so bad in her bottom and stated they would tip over it was so painful. The patient also mentioned she had been in the hospital since the previous call and they were not sure if the hospitalization was due to the interstim device stating they started having pain really bad like it started and went all over their body. The patient stated was she charging an ins from a different manufacturer and put the charging unit on her bladder stimulator. The patient stated she didn't know if something happened to it because she went to lay down on the bed and she heard squealing noises and stated ¿it was like a shot through their head¿ then the patient stated it was like they could get satisfaction at all. The patient stated they put her in the hospital and the man in the emergency room (ER) ran test and couldn't tell the patient if it was from the stimulator or what it was. Patient services assisted the patient turn stimulation from program 2 to program 1 and the patient stated she felt stimulation ¿way in the top of their hip, almost where the back stimulator was at¿. The patient turned stimulation to program 3 at 1.6 v, the patient noted they felt stimulation comfortably and felt stimulation in her bottom. The patient noted she was still having symptoms since implant. The patient noted on may 3rd it hurt if they went up any higher and they were tipping over it was so painful. The patient noted they felt stimulation in the wrong area on (B)(6) during the call. The patient did not know the date they felt pain all over the body, squealing noises, felt a shot through the head, and not feeling they like could get satisfaction. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was still having difficulties with patient¿s symptoms. The patient stated that the ins seemed to work a little for the patient¿s symptoms. The patient stated that yesterday and today, the symptoms have been overwhelming like before and the patient can't stop going to the restroom. The patient stated that they can't make it to the restroom in time. The patient stated they have increased to 7 because the patient had to for the stimulation to help the symptoms. The patient reported that the stimulation at 7 was causing the patient a little bit of pain being that high. The patient programmer showed that stim was on. The patient reported that they are on program 4 at 7. The patient noted that their healthcare provider (hcp) didn't tell them if they could change to a different program or not. However, the patient wanted to change to a different program because they felt like they were wasting time before seeing their hcp next month. The patient switched programs to program 3 and increased from 0.0 to 1.5. The patient stated that they were feeling stim in the bicycle seat area for the first time since implant. The patient reported that they were feeling stim in their hips, and that stimulation is at a comfortable level. The patient reported that the stimulation has been "acting crazy" all day. The patient stated that they also felt stim in their right ¿booby¿, but not right now. No further complications were anticipated/reported. [Refer to pe# (B)(4) for information related to the patient's trial]